Event description:
During a remote follow-up, episodes of noise leading oversensing were observed on the device. Provocative testing was performed and the lead noise was not reproduced. The cause of the noise was due to electro-magnetic interference (emi). No intervention has been performed at this time. The patient was stable and there were no consequences.